Event description:
The manufacturer received information alleging the active exhalation verification test steps had failed on the trilogy 100 device. The device was not in use on a patient at the time of the occurrence. The trilogy 100 device was evaluated at the manufacturer service center. During the evaluation it was noted that there was physical damage to the tubing had screw hole in it from the assembler error causing the active exhalation verification test steps to fail on the device. In conclusion, the device's trilogy 100 tubing kit was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the handle was replaced for physical damage unrelated to the reported issue. The cable clamp was replaced for missing and/or physical damage was replaced unrelated to the reportable issue. The device passed all final testing.